Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31684762l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During cardiac ablation procedure with a thermocool smarttouch sf, the patient experienced pericardial tamponade with effusion, asystole treated with pericardial puncture, reanimation, blood transfusion and defibrillation. The patient was transported to the ward for observation. It was reported that while performing a regular pulmonary vein isolation (pvi) procedure using a thermocool smarttouch sf, pentaray and agilis sheath, the patient presented in atrial fibrillation (afib) with fast ventricular conduction and low blood pressure. During mapping and ablating the normal way, without any problems, the physician only reported the feeling of a very sick and stiff atrial septum resulting in a bad steerability of the agilis sheath. While ablating, the patient spontaneously converted to sinus rhythm, with blood pressure rising at first, but then dropping very low again, so the physician decided to check the heart via echo and reported seeing a pericardial effusion. Emergency measures were been taken to save the patient¿s life. After reanimation, pericardial puncture, blood transfusion, and defibrillation, the blood pressure regained a stable level again and patient was transported to hospital ward for surveillance. The physician noted that the pericardial effusion did not happen due to any effect of the used j&j products, but there still were jnj products involved in this procedure. The physician stated that the effusion happened most likely due to the sick atrial septum of the patient and the transseptal puncture. The effusion was noticed at the end of the procedure, and no further ablation was done afterwards. The highest registered contact force of the ablation catheter during ablation was 44 grams and there were no noticeable temperature or impedance spikes. The surgery was delayed due to the reported event, and the procedure was not successfully completed. No fragments were generated. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2025, additional information was received indicating the patient¿s outcome from the adverse event was improved. The patient required extended hospitalization because the patient needed additional emergency and surveillance treatment. The activated clotting time (act) during the procedure was between 300-400s. The sheath was not changed until the adverse event happened and the mapping catheter was switched for ablation catheter 1 time. One transseptal puncture site was performed during the procedure. The energy delivered was radio frequency (rf). The force sensing ablation catheter used was a thermocool smarttouch sf. The force visualization features used were graph, dashboard, vector and visitag. The additional filter used with the visitag was respiration adjustment. The color option used prospectively was ablation index. A ngen generator with ngen pump were used for the procedure. Most likely, a drainage catheter was inserted as well. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).